Event description:
A malfunction was reported by the customer, who received a malfunction code 9-0x20f1. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the pump was not returned as it was no longer under warranty.